Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was capped due to out of range pacing impedance (greater than 3000 ohms) and non-capture at maximum output during interrogation. Should additional information become available, this file will be updated.